Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and exp date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp in 2009, that a hydra jagwire guide wire was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the coating on the wire peeled during the exchanged. The procedure was completed with another hydra jagwire guide wire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.